Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour link meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model was not provided.

Event description:
An advocate from ireland reported that the customer's contour link meter was displaying incorrect time associated with the blood glucose readings. The advocate provided an example where the customer performed a blood glucose test at 10:00 a.m. And a reading of 9 mmol/l was obtained. However, later when the meter's memory was accessed, the time associated with the reading of 9 mmol/l was 3:00 p.m. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.